Manufacturer narrative:
From the information provided, there is no indication that there was any device malfunction, nonconformance, or misuse that contributed to the reported event. Potential adverse events with the penumbra system include vessel spasm and death which is included in the labeling. Therefore, it was determined that the reported event was an anticipated complication. Vessel spasm and death are known and anticipated complications with these types of procedures and are noted in the device labeling. Therefore, it was determined that the reported event was an anticipated procedural complication. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. Device was discarded after procedure.

Event description:
The patient was undergoing a thrombectomy procedure in the middle cerebral artery (mca) using a penumbra system 5max ace reperfusion catheter (5max ace). During the procedure the patient experienced a mild vasospasm in the m1 segment which the committee adjudicated as possibly related to penumbra system, however the thrombus was successfully removed and the patient was transferred to the neurological ICU. The patient developed ventricular tachycardia and CPR was immediately performed. Additionally, defibrillation, medical cardioversion, and actilyse were implemented; in spite of prolonged resuscitation efforts, the patient had persistent ventricular tachycardia with intermittent ventricular fibrillation. All attempts were unsuccessful and the patient expired. The principal investigator (pi) reported ventricular fibrillation as a serious adverse effect (sae) and cause of death. The sae was evaluated as of uncertain relationship to the angiographic procedure, index stroke, and IV tpa. It was deemed unrelated to the penumbra system. The committee reviewed the event and deemed the ventricular fibrillation of uncertain relationship to penumbra system, the procedure, IV rtpa, and the index stroke.